Event description:
It was reported that when the patient presented in the operating room for a device change-out due to normal eri, externalized conductors were observed via review of cineradiography. No electrical anomalies were detected. Patient will be monitored.

Manufacturer narrative:
(B)(4).